Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the surgeon tried to fire a clip on the initial use and the handle jammed and no clip deployed. There were no patient consequences. Case completed with another device of the same product code.

Manufacturer narrative:
(B)(4). The el5ml device was returned with one partially formed clip and one conforming clip in the jaws; the clips were removed in order to perform functional testing. Upon testing, the device was cycled, fed, and formed eleven conforming clips. In addition the device locked out as intended. No conclusion could be reached as to what may have caused the reported incident. The batch record was reviewed and no anomalies were noted during the manufacturing process.